Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. Additional information: (B)(4), recall. Additional device received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking pneumo through the case. The same trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The returned product has been identified as part of the voluntary recall of endopath xcel 'with optiview' technology.